Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 27mm bioprosthetic valve, it was explanted and replaced with a 25mm bioprosthetic valve. The reason for the replacement was that a replacement of the same size was planned, however the same size did not fit so the surgeon went with a different size instead. No additional adverse patient effects were reported.